Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, the shunt sensor would not allow gas flow. There was no pt involvement as this occurred during prime.